Event description:
It was reported by the patient¿s daughter that the patient was experiencing phrenic nerve or diaphragmatic stimulation after eating. Adjustments have been made but the patient can still feel it. The left ventricular (lv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).